Event description:
It was reported that the patient presented for an upgrade procedure. During the pre-evaluation prior to the procedure, the right atrial lead exhibited noise oversensing, which caused inappropriate mode switching. The noise was reproducible. The right atrial lead was explanted and replaced. The patient remained in stable condition.